Event description:
Patient reported events of chronic cough, persistent tiredness and pain. Physician reported several years of health issues: dizziness, nausea, physical weakness, chronic fatigue, pain and swelling of breast. Patient representative has further reported ¿muscle weakness, joint pain¿ and ¿shortness of breath¿ confirmed via ultrasound. Company representative later reported "capsular contracture baker grade unknown". This record is for the left side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.